Event description:
During a coronary stent procedure of a pre dilated rca lesion, the physician was unable to cross the lesion. He elected to retract the delivery/stent device bact into the guide catheter. While attempting to retract resistance was encountered at the mouth of the guide catheter. The entire system was removed without incident. Upon removal it was noted that the stent had dislodged in the guide catheter. No pt injuries or complications occurred.